Manufacturer narrative:
The computer was returned for analysis. Functional testing found that the computer performed within specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the computer was replaced, and the issue resolved. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that when the connection between the navigation system and c-arm was attempted to be checked, "no signal" was displayed at the time of starting up the navigation and the computer did not start for a moment. After restarting that, the computer operated without problems. There was no patient present when this issue was identified.